Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a partially broken reservoir tube lip, and a missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump was damaged at the reservoir compartment. Blood glucose level at the time of the incident was 554 mg/dl. The customer did not recall how the damage occurred. The caller reported that a film was being used which allowed the customer to use the device and be delivered insulin. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.